Manufacturer narrative:
H3 and h6: the fse shared his finding with the hospital staff and indicated that it is possible for the hospital staff to confuse a completed red alarm still display, but sounding as if it has not been validated, with the current alarm being displayed and ringing. The fse determined the cause to be the end user not being educated on the alarms, and not addressing them properly. Product labeling shipped with the device states that audible alarm indicator patterns are repeated until you acknowledge the alarm by switching it off or pausing it, or until the alarm condition ceases (if audible alarm indication is set to non-latching). The product labeling also details the standard alarm delay feature, which allows the standard alarm delay time to be configured to a fixed value between 1 and 30 seconds, in 1 second steps. The product label clearly warns that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported on 12aug2020 between 11:15am and 11:30am, their intellivue mp50 patient monitor did not alarm for a desaturation. The hospital staff identified the desaturation even on the monitor and raised the newborn's head, to increase the flow of oxygen.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported on (B)(6) 2020 between 11:15 am and 11:30 am, their intellivue mp50 patient monitor did not alarm for a desaturation. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.